Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Lost one once-tampon [foreign body in reproductive tract]. Case narrative: consumer reported via social media that she lost the tampon once. No serious injury was reported.